Event description:
Medtronic representative called to report that the system froze when she was trying to log into the root directory. Event did not occur during surgery and no patient was present.

Manufacturer narrative:
No patient present. RMA for computer which was swapped by medtronic rep. Suspect computer functioned properly during all stages of testing which included multiple video card tests. No application core files were generated and there were only 1.4 gb of exams on hard drive. No patient present.